Event description:
It was reported that there was high impedance and fracture on the right atrial (ra) lead. It was noted the patient exhibited pacer syndrome when single chamber paced at higher rates. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID kdr701 implantable pulse generator (ipg), implanted: (B)(6) 2002; 4092 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).